Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (grade ii).

Event description:
Phsyician reported a rupture and a capsular contracture (baker grade ii). The device has been explanted. Right side.